Event description:
A hosp (B) (6) reported via a distributor that the heater wire pin of an rt200 adult breathing circuit was discovered to be bent when an electrical adaptor was connected to the heater wire plug. This was found prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor (B) (6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt200 adult breathing circuit was visually inspected for bent pin. Results: the inspiratory heater wire pin was bent preventing the insertion of the heater wire adaptor plug. The heater wire pin seemed to have been twisted which could have resulted when the heater wire adaptor was incorrectly inserted into the heater wire adaptor plug. A lot check was not performed as no lot info had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. This is not considered to be a high risk over a short period.